Manufacturer narrative:
Model number/catalog number: sc-2316-50e, serial number: (B)(4), batch/lot number: 7056972, model/catalog description: infinion 16 trial lead kit 50 cm.

Event description:
A report was received that the trial patient was experiencing continued pain to the right of the procedure site. The patient was given a shot of toradol at the procedure site to ease discomfort and was directed to use ice and anti-inflammatory medication. The patient was doing well postoperatively.